Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2010 a carbomedics top hat s5-023 mechanical aortic heart valve was implanted. On (B)(6) 2018 the valve was explanted due to severe aortic stenosis and replaced with a carbomedics s5-021 mechanical aortic heart valve. Patient condition is reported as doing well.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Upon review of the received information regarding the case the manufacturer has identified that no further investigations are possible based on the limited information. The device location is presently unknown and thus the device cannot be returned for analysis. The DHR review confirmed the device met all required standards at the time of manufacturer and release, however based on the limited information the root cause of the event cannot be established at this time. If further information is received regarding the adverse event the manufacturer will reassess the investigation. Fields changed.